Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
Customer reported that they lost the signal between the architecture, re-use and communications (arc) and the screen, it was an intermittent failure.